Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: spinalpak assembly catalog: #1066716 serial: # (B)(4). Therapy date: unknown. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00010. The device has not been returned.

Event description:
It was reported that the patient experienced skin irritation from using the 63b electrodes and the cover patches on his lower back. The patient stated that he did not have any pain, the skin was just very itchy. The skin became very raw and would bleed. The patient did contact his doctor who advised the patient to discontinue use of the unit. The patient reported that since he stopped using the device all that he has left is a little bit of a scab. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G4: date received by manufacturer added. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H6: method code updated to 4114: device not returned . H6: results code updated to 3221: no findings available . H6: conclusions code updated to 4315: cause not established . H10: additional narratives/data.

Event description:
It was reported that the patient experienced skin irritation from using the 63b electrodes and the cover patches on his lower back. The patient stated that he did not have any pain, the skin was just very itchy. The skin became very raw and would bleed. The patient did contact his doctor who advised the patient to discontinue use of the unit. The patient reported that since he stopped using the device all that he has left is a little bit of a scab. It was reported that no further information is available.